Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d8, d9, h4. The device was returned to olympus for inspection and the reported failure of e226 communication error was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b31 scope communication error code. Based on the results of the investigation a possible cause could include electrical component problem. The most probable cause is traced to known inherent risk of device such as circuit board; connector/coupler; electrical cable; electrical and magnetic; mechanical/structural cable; imager. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.

Event description:
It was reported that an e226 error code occurred when using the deflectable videoscope. The event occurred during an unspecified procedure with a delay of less than thirty minutes. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.